Manufacturer narrative:
(B)(4). This report was received from a nurse via the patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy peritoneal dialysis effluent coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to vision problems, however, as no specific details were provided, the cause of the peritonitis was assessed as unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics. Two weeks after being admitted, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.